Event description:
Customer reported being hospitalized due to high blood glucose. Customer stated that prior to hospitalization they had stomach flu and mentioned that pump was not delivering accurately. Customer stated that they were having problems with bent cannulas.